Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego® connector. It was reported that the nurse saw air entering the arterial tubes when the machine was started and the pump went on upon while attempting to start a patient on dialysis. The reporting technician then stopped the pump and disconnected the tubes from the patient. A different machine was started and used for the patient's dialysis with no air reaching the patient. The complainant initially suspected that the reported issue occurred either because there was a hole in the dialysis tube or in the tego-connector. Upon examination of the tego (which was brand new before the start of dialysis and also removed after the incident), it turned out that there was a relatively large hole in the rubber membrane around the tego. The device was in use for one hour. Unspecified medication was associated with the reported event. There was patient involvement and a delay in therapy. However, there was no human harm reported.

Manufacturer narrative:
One used list #d1000, tego¿ connector, appx 0.05 ml; lot #5598961 was returned for investigation. A photo was returned of a d1000 tego with what appeared to be seal tearing on the outside of the silicone sheath midway between the top surface and the luer at the opposite end. A used d1000 tego was returned with hole was observed on the side of the silicone sheath midway between the top surface and the luer and there was what appeared to be mechanical gripping damage 180 degrees opposite on the other side of the silicone sheath. Subsequent leak testing confirmed an internal leak and disassembly revealed a puncture through the side wall which resulted in a leak during use. The puncture is typical of access with a sharp instrument such as a needle during use. The directions for use (dfu) for this product states: do not use needles or caps on tego. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8/22/2022.